Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had the insulin pump in his pocket and went into the pool. The customer stated that the device was vibrating without an alarm and there is fluid under the lcd display. The display went blank immediately after moisture exposure. Blood glucose value was 105 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Also, the insulin pump was received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the displacement test due to blank display. The insulin pump received with partially broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked reservoir tube.